Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the electrode was bent. Based on the condition of the device as found, the reported complaint was confirmed. (B)(4).

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that something was stuck in vasoview 7 xb device. The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb device bisector was bent and would not pass easily through the tool port. A replacement device was used to complete the procedure. The hospital did not report any pt involvement. The product is returning.